Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported per medwatch report that the event involved a white female pt while in the pt's room. Indication for use: cardiac assist. Upon entering the pt's room, the respiratory therapist (rt) noted the intra-aortic balloon (iab) pump alarming and the ECG tracing with a large amount of interference. The rn was at the bedside and attempted to troubleshoot by changing out patches (EKG electrodes), leads and the EKG cable, without success. The rt and the rn then proceeded to change out the pump and the issue was resolved. No report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy while switching out the pump successfully. The pt outcome was no cause harm to the pt. It was noted that during preventative maintenance on (B)(4) 2012, the MFR did a performance check to see if the EKG signal showed excessive artifact and was not able to reproduce the problem.